Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('general abnormal bleed') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 ((B)(6) 1989), pelvic discomfort, preterm labor and miscarriage. Concurrent conditions included fibromyalgia, vaginal infection, vaginal discharge, headache, vertigo, bloating, irritability, loss of energy, night sweats, trouble falling asleep, change in sleep pattern, fibroids, gastrooesophageal reflux, irritable bowel syndrome and uterine fibroid. Concomitant products included alprazolam (xanax) since (B)(6) 2017, gabapentin since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from 1-oct-2006 to 6-mar-2007, naproxen sodium (anaprox) from 27-dec-2006 to 16-feb-2007, ranitidine hydroch loride (zantac) since (B)(6) 2012, sumatriptan (imitrex) since (B)(6) 2012 and topiramate since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced fatigue ("fatigue"), 15 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), psychological trauma ("psych injury") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6) 2008 and salpingectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the ectopic pregnancy with contraceptive device, psychological trauma, anaemia, anxiety, depression, vaginal haemorrhage and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per pfs: essure removed: unknown (as reported discrepancy noted). Plaintiff received treatment for pain, bleeding. 3 coils in right tubal ostia and 4 coils in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2009: bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters were added.fu received. No new significant change made in medical context of case. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('general abnormal bleed') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (16-may-1989), pelvic discomfort, preterm labor and miscarriage. Concurrent conditions included fibromyalgia, vaginal infection, vaginal discharge, headache, vertigo, bloating, irritability, loss of energy, night sweats, trouble falling asleep, change in sleep pattern, fibroids, gastrooesophageal reflux and irritable bowel syndrome. Concomitant products included alprazolam (xanax) since (B)(6) 2017, gabapentin since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from 1-oct-2006 to 6-mar-2007, naproxen sodium (anaprox) from 27-dec-2006 to 16-feb-2007, ranitidine hydrochloride (zantac) since (B)(6) 2012, sumatriptan (imitrex) since (B)(6) 2012 and topiramate since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced fatigue ("fatigue"), 15 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), psychological trauma ("psych injury") and anaemia ("anemia"). The patient was treated with surgery (hystrectomy (full) and bilateral salpingectomy on (B)(6) 2008 and salpingectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the ectopic pregnancy with contraceptive device, psychological trauma, anaemia, anxiety, depression, vaginal haemorrhage and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per pfs: essure removed: unknown (as reported discrepancy noted). Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2009: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('general abnormal bleed') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 ((B)(6) 1989), pelvic discomfort, preterm labor and miscarriage. Concurrent conditions included fibromyalgia, vaginal infection, vaginal discharge, headache, vertigo, bloating, irritability, loss of energy, night sweats, trouble falling asleep, change in sleep pattern, fibroids, gastrooesophageal reflux and irritable bowel syndrome. Concomitant products included alprazolam (xanax) since (B)(6) 2017, gabapentin since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6)2006 to (B)(6) 2007, naproxen sodium (anaprox) from (B)(6) 2006 to (B)(6) 2007, ranitidine hydrochloride (zantac) since (B)(6) 2012, sumatriptan (imitrex) since (B)(6) 2012 and topiramate since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced fatigue ("fatigue"), 15 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain (abdominal)"), psychological trauma ("psych injury"), anaemia ("anemia") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hystrectomy (full) and bilateral salpingectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and genital haemorrhage had resolved and the ectopic pregnancy with contraceptive device, psychological trauma, anaemia, anxiety, depression, vaginal haemorrhage and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per pfs: essure removed: unknown (as reported discrepancy noted). Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2009: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, vaginal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received and medical record was received. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), fatigue, pregnancy (ectopic), device ineffective. Reporter information, medical history, concomitant drug, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psych injury"), anaemia ("anemia") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full) (interpreted as hystrectomy)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and genital haemorrhage had resolved and the psychological trauma and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: as per pfs: essure removed: unknown (as reported discrepancy noted). Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events: abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding-menorrhagia (heavy menstrual, bleeding),anemia, general abnormal bleed, psych injury was added. Model no. Was updated to ess205. Case became incident. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.